Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the nurse had to insert a urinary catheter into a patient. When checking the balloon for tightness, it turned out to be defective (leaking).